Manufacturer narrative:
Device 2 of 10. Common device name: dressing,wound,hydrophilic. Product code: nac. Reporter info: (B)(6). PMA /510(k) #: exempt. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by regional clinical specialist for company that the woc (wound, ostomy, and continence) nurse told him that ten dressings from one market unit the dressings left silicone residue on the skin, and thus she believed it was leaving residue in the wounds as well. This was meant to be used as more of a protective dressing. They had been trialing the product as a replacement for other company¿s foam dressing. Three attempts have been made and one electronic mail (email) was sent requesting further information to contact the woc (wound, ostomy, and continence) nurse but it was not possible to contact her. No additional information is available at this time. A photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for eval? & date returned to mfg h3: device evaluated by mfg? H6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary. A batch record review was completed and no discrepancies were found. Aquacel foam pro 15x15 1x10pk nai was manufactured under sap code (B)(4) and manufacturing lot number 1l02871 on 26 november 2021. Lot 1l02871 was sterilized under reference (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 1l02871. There are two complaints for this affected lot number in database- this complaint for the dressing leaving residue in the wound and the additional complaint noted above for maceration. One photograph was received for this issue and had been evaluated in accordance with work instruction. The photograph confirms the expected lot number and product, but does not show the complaint issue. The samples under complaint were requested for investigation as part of complaint records, received on 29th june 2022. A non-conformance was raised for this complaint, also including covering the associated complaints, as noted above. The research and development team were able to comment on the complaints, stating that the residue under complaint will be common silicone gel. Silicone gels have a fine balance when curing for adhesion; a softer gel is stickier but softer so can leave residue, a harder gel is less adhesive to the skin but no risk of residue. The residue is common with silicones and is removed easily. Additionally, it would not leave silicone in the wound as silicone is hydrophobic and hence will not stick to the wound, only to the dry peri-wound skin. The silicone is highly biocompatible, as documented in the biomedical and environmental research, so there would be no risk to patient, even if some residue did get left. These silicones are used in implants, so are safe and biocompatible. As the silicone adhesive is applied and cured at a supplier site, the supplier has been contacted regarding these complaints. However, no discrepancies were identified in the suppliers documentation, and the affected lot is confirmed as being within specification with no unusual events recorded on the batch records. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.